Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed large bends in the lead body at approximately 20 mm and 360 mm from terminal end. The helix was extended and ready to fall out of the helix housing. Dried body fluid was also noted in the helix housing. The outer insulation was pulled off the distal end of the electrode ring and medical adhesive was present on electrode ring. Testing was completed to assess lead electrical performance and the inner conductor resistance measured as an electrical open. X-ray showed a break in the lead between the coupler and the helix at the distal tip. The x-ray image of the helix coupler region showed part of the coupler was missing (detached from the helix). The extensive corrosion of the coupler most likely indicated a continuous current from the pacemaker that the lead was implanted with.

Event description:
It was reported that this atrial lead suddenly exhibited impedance greater than 3,000 ohms. The patient underwent revision surgery during which the lead was pulled out and re-inserted into the header of the pacemaker; however, the high impedance remained. The physician thought the lead coil had split. The lead was replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this atrial lead suddenly exhibited impedance greater than 3,000 ohms. The patient underwent revision surgery during which the lead was pulled out and re-inserted into the header of the pacemaker; however, the high impedance remained. The physician thought the lead coil had split. The lead was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.